Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing a demo of the device, after fully articulating a reload, the handle was unable to de-articulate. After failed attempts to separate and reconnect the adapter to address the issue, a manual retraction tool was used to successfully straighten and unload the reload. Prior to using the manual retraction tool, the handle would make a low pitch bogging sound when attempting to calibrate both this standard adapter and another short adapter. The handle was then rebooted by depressing both safety buttons and functions as expected with this reported adapter as well as another short adapter. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.